Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons were not responsive after receiving a low battery alarm. The customer's blood glucose reading was 432 mg/dl at the time of incident. Troubleshooting found that the buttons, when held down, started to respond. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump had a button error alarm and no esc and down button response due to corroded keypad traces. Unable to verify for low battery alarm or perform functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test or all the operating currents tests due to no esc and down button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.